Event description:
As a physician was applying a fallopian tube clip, the applicator did not push the metal spring all the way on the plastic jaws. Another applicator was used to complete the case. No pt problems were reported.